Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was not confirmed through the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). Additionally, the report of power elevations could not be confirmed as no log files pertaining to (B)(6) were provided for review. A direct correlation between (B)(6) and the reported events, as well as a direct correlation between the suspected thrombus and the reported events could not be conclusively established. (B)(6) was returned assembled with the driveline (dl) severed approximately 16.5¿ from the pump housing. The distal portion of the driveline was returned in one segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 1 of the IFU also addresses all pump parameters including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings section 4 of the IFU, ¿system monitor¿, further states that the system controller monitors the flow estimate, compares it to the known operational range of the pump, and verifies that for the given speed and power, the flow predicted is within physiological conditions. If the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -" to prevent the display of inaccurate flow information. Section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Furthermore, the patient handbook contains a section on handling emergencies. Rev. A, fab, hm ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced heart failure symptoms with shortness of breath, power elevations, and falsely elevated flows reading "+++". The patient underwent a pump exchange due to suspected thrombus. There were no changes to patient condition or anticoagulation status and no recent changes to the pump's parameters. An echocardiogram and right heart catheterization were performed but were inconclusive. The patient remained hospitalized after the pump exchange.